Manufacturer narrative:
Per the t:slim user guide, if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to resume insulin delivery after changing the cannula and received a resume pump alarm. The customer's blood glucose (bg) level was high prior to the alarm and did not know if this event contributed to the high bg level.